Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric automated peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by abdominal pain, cloudy effluent, and vomiting. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the same month as hospitalization, the patient began treatment with intraperitoneal (ip) vancomycin and ip ceftazidime (for three days, doses and frequencies not reported). The same month the patient began treatment with ip gentamicin (4 mg/ l, which was planned to be discontinued nine days after hospitalization, frequency not reported). Physioneal therapies were ongoing. Six days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported treatment with gentamicin was completed (date not reported) and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.